Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue of an channel errors was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians had experienced generalized channel errors in the past but not since they have had "new devices". This was reported to bd representatives during their site visit. No specific events were reported. This was a generalized complaint. There was no information on patient involvement. Although requested, the customer did not provide any additional information and declined to send the devices to bd for investigation.